Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2016 and topical skin adhesive was used. The package product code was labeled differently on the peel pack than the actual product in the package. The procedure was completed using the device in the package. There were no adverse patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Photo analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. During photo evaluation it was observed that the tyvek lid was incorrect. This is considered incorrect and/or missing labeling. An investigation has been initiated to address the issue.